Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case, cracked case (battery tube), and cracked battery tube threads. Device passed displacement test, self test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 414 mg/dl at the time of the incident. Customer stated that the insulin pump had crack on the back of pump. Customer stated that the infusion set did not show signs of damage. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.